Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported that the patient had stated the stimulator was not working. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had not notified the managing physician about the stimulator not working. The circumstances that led to the stimulator not working included forgetting to charge the battery. The patient did not experience any symptoms and no steps were taken to resolve the stimulator not working.